Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room due to high blood glucose on unknown day also insulin pump received critical pump error alarm. Customer¿s blood glucose was 500 mg/dl at the time of hospitalization. The customer was treated with needles with short and long acting insulin but the blood glucose wont came down. The doctor advised that this was due to not having insulin pump. The customer¿s doctor stated that their potassium level was very high and they treated with sugar level. The customer was unable to upload carelink. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.